Event description:
It was reported that the patient, known to have slow vts, came to the clinic with several shocks due to incorrectly discriminated sinus tachycardia. This was clinically resolved by reprogramming the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.